Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the reported battery inoperable alarm and revealed the occurrence of system fault 74. The main pcba was replaced to address the reported problem. Based on all available evidence and complaint investigations of a similar nature, the reported battery inoperable alarm root cause was an isolated component failure within the device main circuit board (pcba) and the system fault 74 root cause was a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and displayed a battery inoperable alarm. The device was not in use when the fault occurred; therefore, there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and displayed a battery inoperable alarm. The device was not in use when the fault occurred; therefore, there was no patient involvement.